Event description:
Update: (B)(4) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added.patient residence: mi.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Pfs and ppf records received. In addition to what was previously alleged. Pfs alleges pain, stiff, sore and limited mobility. Ppf alleges elevated metal ions.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf allege elevated metal ions. Ppf allegation was already reported. The metal poisoning in patient harm was change to blood heavy metal increased and added patient name in associated contact.